Event description:
Externalized conductors were noted during normal follow up. No electrical anomalies were noted. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.